Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead connector portion measuring 7.0cm was returned for analysis. Final analysis found a full breached insulation degradation at 4.5cm from the connector pin adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.